Event description:
The pt had two leads (from the same lot). During a trial procedure, one of the leads was damaged when the doctor attempted to remove the stylet. The damaged lead was removed. It was also reported the pt experienced rib stimulation while in recovery. X-rays revealed the remaining lead had migrated. As a result, the remaining lead was removed and will not be returned to sjm.

Manufacturer narrative:
Results - the kink observed on the lead as indicated in the event details was due to the kink on the stylet. The damage was consistent with an overstress condition the lead was subjected to during the implant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.